Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. The lead was then capped at the time of the routine generator change on (B)(6) 2023 and was replaced. The patient was in stable condition.

Manufacturer narrative:
D4: UDI not available as product was manufactured on or before 23 sep 2014.